Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1628c124ej, serial/lot #: (B)(4), ubd: 21-jul-2021, UDI#: (B)(4); product ID: etlw1624c156ej, serial/lot #: (B)(4), ubd: 10-sep-2021, UDI#: (B)(4); product ID: etlw1624c124ej, serial/lot #: (B)(4), ubd: 29-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 77mm abdominal aortic aneurysm. It was reported that during the index procedure after the stent grafts were implanted, touch up was performed using a non-mdt balloon (gore mob) inside the stent graft. Due to the poor opening of the stent graft at the left common iliac (cia), the cia ruptured when the ballooning was performed again. An emergency laparotomy was performed exposing the left cia and haemostasis was performed. It was confirmed that there were no further issues and the abdomen was closed. As per the physician, the cause of the event was due to user error. The physician commented that the ballooning (pushing by hand) was performed too much and it should have been performed more carefully. No additional clinical sequelae were reported, and the patient is fine.